Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received unit in good condition. Unit powered on but automatically shut down at about 4 minutes into run time. The root cause of the reported issue was found to be the connector from the power switch plug coming loose from main circuit board. Actions were taken to mitigate the reported issue: fully plugged in connector.

Event description:
It was reported that the device was not powering up. No patient injury was reported.